Event description:
The thread provided by the kit to whipstitch the tendon was short. Another one was supplied, and used to pass through the metal loop at the end of the driver. The metal loop was broken when the screw was inserted. A second screw was done with the same outcome. The tendon was not driven in.